Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged high blood glucose while using the ilet, with glucose remaining elevated for about two hours and reaching a reported maximum of 241 mg/dl despite expected automated correction, and the user subsequently delivered a meal announcement to obtain additional insulin. Symptoms included hyperglycemia with device high-glucose alerts. Outcomes included no reported medical intervention, no use of backup therapy, no ketone testing, no assistance required, and no acute complications. Investigation included follow-up calls and user education regarding appropriate use of the system and avoidance of non-meal announcements for correction dosing. Investigation of this case revealed no confirmed device malfunction, no component issue reported, and that glucose later returned to range, making the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.